Event description:
It was reported via repair work order that the foot end brakes were not holding due to damaged brake adjuster, drive link and brake ring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.